Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose (bg) levels ranged between 200-300's mg/dl and a correction bolus via the pump was delivered to address the bg level. The elevated bg levels were due to a combination of the occlusion alarms and dealing with a traumatic accident. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts educated the customer in regards to occlusion alarms.